Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient was initially implanted with an afx bifurcated, one vela suprarenal, and one ovation limb. Recently, it was noted that the patient has a possible endoleak type iiib with fabric billowing/tear. Patient is currently being monitored, there has not been any plans for intervention. As of this report, there has not been any additional patient sequelae reported.

Manufacturer narrative:
At the completion of the clinical assessment, clinical was able to refute the reported event of a type 3b endoleak, rather there is the fabric billowing in the acceptable range. No device malfunction noted therefore this is no longer a reportable event.

Event description:
At the completion of the clinical assessment, clinical was able to refute the reported event of a type 3b endoleak, rather there is the fabric billowing in the acceptable range. No device malfunction noted therefore this is no longer a reportable event.